Event description:
It was reported that post surgery, it was observed that the hand piece of the motor device was overheating. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was disassembled and it was observed that the device was corroded, which would have caused overheating. It was further observed that the housing was very discolored, which indicated that the device was exposed to heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning, which is a failure to follow direction for use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.